Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An implantable ICD system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately seven months after device system implant. The cause of death has been requested and not received.